Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a an ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the medical facility and will not be returned.